Manufacturer narrative:
Device remains in patient. This is a final report.

Event description:
A report was received that a patient was scheduled for a pocket revision. The patient experienced discomfort when she laid on her side. The patient's pocket was revised and the patient was reportedly doing well following the procedure.